Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the audio bolus button has been sticking for the "last few weeks" and requires several button presses to obtain a response. The reporter also noted that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive. The patient reportedly wears the pump under clothing and does not clean the pump. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged bolus button issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The audio bolus button was found to be intact and responded properly.